Event description:
Customer stated that the top half of the numbers do not show on the screen. The problem is intermittent. Sometimes the meter works fine but after count down the meter blanks out. A replacement meter was sent to the customer and the customer was asked to return their meter for further evaluation. The customer was invited to call 24/7 with future questions/concerns.